Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. Upon follow-up, the biomedical technician (bmt) confirmed the blood leak was internal and occurred ten minutes into the patient's treatment. A fresenius 2008t machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the hansen connector. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. The machine was placed back in service after the reported repair was completed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. Upon follow-up, the biomedical technician (bmt) confirmed the blood leak was internal and occurred ten minutes into the patient's treatment. A fresenius 2008t machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the hansen connector. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. The machine was placed back in service after the reported repair was completed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. Upon follow-up, the biomedical technician (bmt) confirmed the blood leak was internal and occurred ten minutes into the patient's treatment. A fresenius 2008t machine was used and alarmed appropriately with a blood leak alert. Blood was visually observed in the hansen connector. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. The patient's blood was not returned. Immediately following the event, the patient was placed on a different machine with new supplies and completed treatment. The machine was placed back in service after the reported repair was completed. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual evaluation, blood was visible within the dialyzer, on the outside of the fibers; furthermore, a fiber fragment was noted at approximately 250°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the fiber fragment was confirmed and measured approximately 1.45mm in length from the potting surface on the cavity ID end. An opposing end was not identified. There was no other damage or irregularities noted on the dialyzer. See the attached photograph in the content tab. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.